Manufacturer narrative:
Expiration date: 14h29rc - 08/29/2017; 14h11ra - 08/11/2017. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Refer to internal complaint cc# (B)(4).

Event description:
This report pertains to the first two of four hologic devices used in the same procedure. See associated medwatch, MFR report # 1222780-2015-00025. It was reported that a physician performed a myosure for uterine tissue removal procedure on (B)(6) 2015. Upon completion the physician visualized metal fragments in the pt's cavity. The physician removed the fragments and the pt was discharged without injury.